Manufacturer narrative:
The reported complaint was confirmed. Per the supplier evaluation. The unit was tested, on the final test rig against the final test parameters. The investigation concluded, that the unit operated within specification. The output signal measured 9.22 millivolts (mv). Which is within the specification range of 9.00 mv to 13.00 mv. No observations of any abnormalities were observed, when the unit was dismantled. If additional information, becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The srt replaced the o2 sensor and reconditioned the epgs. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) measured the o2 sensor output prior to installation in the lab use only (luo) epgs with a reading of 8.7 millivolts (mv) which is lower than the expected output of 9-13 mv at ambient air. The pst installed the o2 sensor into the luo epgs and during the calibration sequence, the o2 sensor output was 40.9mv, failing calibration. Additional calibration attempts were also unsuccessful. In the log screen, the pst observed the code that indicates 'o2 sensor output range at calib'. It was determined that the o2 sensor did not meet specification.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the electronic patient gas system (epgs) oxygen (o2) sensor failed o2 sensor calibration. There was no patient involvement.